Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (ess205) (batch no. 624101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, endometrial ablation, perineal pain, breast operation and c-section. Concurrent conditions included pruritus, menorrhagia and dyspareunia. Concomitant products included carisoprodol, furosemide, ketorolac tromethamine (toradol), methocarbamol, naproxen and tizanidine. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), back pain ("lower back pain"), arthralgia ("hip pain /knee pain on both sides") and pain in extremity ("foot painon both sides"). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, autoimmune disorder, allergy to metals, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, back pain, genital haemorrhage, pain in extremity and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, back pain lot number:624101 manufacture date:2007-04 ,expiration date: 2009-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (ess205) (batch no. 624101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, endometrial ablation, perineal pain, breast operation and c-section. Concurrent conditions included pruritus, menorrhagia and dyspareunia. Concomitant products included carisoprodol, furosemide, ketorolac tromethamine (toradol), methocarbamol, naproxen and tizanidine. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), back pain ("lower back pain"), arthralgia ("hip pain /knee pain on both sides") and pain in extremity ("foot painon both sides"). The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, autoimmune disorder, allergy to metals, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, back pain, genital haemorrhage, pain in extremity and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, back pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.